Event description:
It was reported that the suspected power supply problem unit not charging. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Battery depleted was in the history log. Battery depleted alarm was found at power up and no battery or alternate circuit (ac) power leds were found on keypad. The root cause of the reported issue was found to be a combination of interconnect board and power supply due to contamination. Replaced interconnect board and power supply. Performed preventive maintenance and all functional testing which passed.